Event description:
A 15 gauge, 3 1/2 inch introducer epidural needle was advanced to the anesthetized skin and subcutaneous tissue towards the posterior epidural space at l4-l5, with the positive loss of resistance technique. Next, the needle was advanced slightly and free flow of csf was noted. At this time, the catheter was threaded through the needle into subarachnoid space after having confirmed the needle tip placement in the subarachnoid fluid by injecting 3 cc of omnipaque, and having an adequate myelogram. The catheter was threaded to approximately the mid body of t10. The needle was then partially removed and the skin overlying the needle was then incised with a 15 blade down to the intraspinous ligament. When the needle was removed, it was discovered that the catheter had sheared. The tip was left in the distal space and the proximal piece just came out all together, and it was determined that it was impossible to retrieve the distal piece of the catheter. A second catheter was obtained and the needle was replaced at the l3-l4 interspace in a similar manner as before until csf was seen. Another 2 cc of omnipaque was injected, an adequate myelogram was obtained, and a free flow of csf was noted. Another catheter was then threaded through the needle into the subarachnoid space and this was taken up to approximately at least t9 vertebral body. The stylette was then removed from the catheter and free flow of csf was noted. The needle was gently removed once again and was taken out completely without any trouble. Later, the patient was brought to the recovery room, where the pump was programmed. The patient was given instructions and prescriptions and instructed to follow up at the physician's office.